Event description:
The customer reported that they were unable to acquire a pads ECG waveform during a pt event.

Manufacturer narrative:
(B)(4). The customer reported that they were unable to acquire a pads ECG waveform during a pt event. The involved pt died. The relationship between the device behavior and the pt outcome is not known. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.